Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical professional reported the reflux was not working with the left foot control. The doctor used an alternate system and footswitch. The timing of the event and level of patient involvement is not known. Additional information has been requested but has not been received.